Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. The clip delivery system is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the gripper line broke during removal. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4 with a leaflet flail. One mitraclip was implanted without reported issue. Following, clip delivery system (cds 71104u157) was advanced to the mitral valve and grasped the leaflet tissue well. Reportedly, the grasp obtained a good amount of leaflet tissue which placed pressure on the gripper line during removal. While removing the gripper line, the gripper line immediately broke due to this pressure. The clip delivery system was removed and the broken end of gripper line, which was sticking out of the steerable guide catheter, was pulled and removed without intervention. The implanted mitraclip remained stable and well seated on the leaflets at the intended area. There were no adverse patient effects and the mr was reduced to trace. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the difficulty removing the gripper line resulting in a gripper line break appears to be related to patient morphology/pathology (flail and excessive tissue which placed pressure on the gripper line). There is no indication of product quality issue with respect to manufacture, design or labeling.